Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, sleep current measurement test, active current measurement test, self test and unable to download history files and traces or verify communication sensor simulator due to flashing medtronic logo. Cut and open the pump perform visual inspection found moisture damage on pcba1/ pcba2/battery connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. Unable to download history files and traces or verify communication sensor simulator due to flashing medtronic logo. Flashing medtronic logo due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter pairing issues. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed and pump alert with device not found. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. The product mmt-1886 returned for analysis.